Manufacturer narrative:
Updated fields: b4, d9(device available for eval), g3, g6, h2, h3, h4, h6(investigation type, investigation findings, component codes & investigation conclusions), h10, h11. Corrected fields: e1(event site telephone). According to customer, weeks ago a water pipe in the hospital roof started to flush water above the equipment in the storage room. At the moment of testing the equipment did not turn on. A getinge field service engineer (fse) was dispatched to evaluate unit for the reported malfunction. The fse found power management and motor control boards with dry waste of water. Fse replaced the defective parts and checked operation. Equipment suitable for clinical use.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during a routine check the cardiosave intra-aortic balloon pump (iabp) unit equipment does not start. There was no patient involvement reported.